Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 6.0, re-test: 6.2, lab: 4.78. Lab draw was performed within 45 mins. Both meter tests were done on the same finger and customer indicated there was milking of the finger.

Manufacturer narrative:
Investigation pending.